Event description:
It was reported by the legal guardian that the patient sought medical attention from emergency medical services (EMS) with hypoglycemia on (b)(6) 2026. The patient's blood glucose (BG) levels declined to 36 mg/dL while wearing the Pod between 5 and 24 hours. The LG administered juice and sugar; however, the patient's BG remained low, prompting contact with EMS. Before the EMS arrived, the patient's family removed one Pod and applied a second Pod. When the ambulance arrived, the responders advised removing the second Pod as well. Symptoms reported include dizziness, abdominal pain, and brief loss of consciousness. There was no formal diagnosis provided at the scene; only examinations were performed (blood glucose, ketones, and Hb-related tests).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.